Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) revied and provided assistance. This lead remains in service. No adverse patient effects were reported.